Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed to b. Braun medical llc ((B)(4)) (B)(4) units ((B)(4) boxes) of this code-batch. There are no units in stock in b. Braun surgical's warehouse. According to the pictures received, the label of the box and product is of safil violet 2 (5) 90cm hr37s(m) ddp (reference b1048598 and batch 719492), but the box that contains the product is a novosyn pre-printed box instead of safil pre-printed box. This mistake took place in production area when packing the product into the box. The operator took by mistake a novosyn box instead of a safil's. According to the information received, only one box of this code-batch has been found with this issue. Therefore, we assume that this is an isolated and accidental box. Nevertheless, we take note of the incidence and the personnel involved has been informed to avoid that this issue happens again. Final conclusion: taking into account that the pictures received show a product box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the box affected as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with safil product. A customer reported that a box has an incorrect label. Safil label is located on the packaging of novosyn. Only one box was found with this issue and it was found prior to use.